Event description:
It was reported to boston scientific corporation that during a therapeutic placement of a rapid exchange stent in 2006, (patient age unknown) approximately eight inches of the inner catheter which delivers the stent detached and remained in the stent. The physician utilized a snare to remove the inner catheter. The patient's condition was reported as "okay."

Manufacturer narrative:
The device has been received by this manufacturer, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event.